Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had missing electrode. It was reported that the customer had issues with two of the sensors in the package. The customer's blood glucose level was reported to be 212mg/dl. It was reported that the customer would be sent out replacements. No further information provided.